Event description:
The pump was returned for valve 2 failure. The device initially did not have any alarms but when an infusion was attempted a major pump alarm occurred. The device was reverted to manufacturing mode and intermittently failed pneumatic hardware testing with several iterations run. All failing tests were consistent with a valve 2 actuation failure. It was also found internally the handle has a broken screw mount and the adjacent lcd screw mount for the main pcba was also broken.

Event description:
The following has been reported: biomed reported: " red alarm". No patient harm, infusion stopped. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.